Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sneezing, irritation of the throat and tongue. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of thermal or physical damage. An internal visual inspection was completed by the manufacturer. The manufacturer found dirt/dust contamination in the blower motor/assembly, on the inside front panel, the rear panel and bottom enclosure. The device's downloaded event log was reviewed by the manufacturer and found no error. He manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer found evidence of dirt/dust contamination in the device.